Manufacturer narrative:
The reported sample of one (1) used list #46104-65, tp4 kit, filter millex was received for evaluation. During visual inspection, the millex filter luer was received broken separated from the female luer. The probable cause of the separation between the millex filter and female luer had occurred due to unintentional bending and twisting forces applied during use.

Event description:
The event involved a tp4 kit w/10cc safeset reservoir, needleless valve, filter millex and admin set where it was reported that adult aline setup was found to be completely disconnected/broken at blue filter (which is a fused connection).